Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer stated that he had run out of supplies and had reverted to manual injections. The customer still felt dizzy and as if he had high blood glucose despite the manual injections. The customer was unable to troubleshoot at the time of the call due to work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.